Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient was presented to the emergency room and vegetation and thrombus was found on an unspecified part of the system. The patient also had sepsis. The patient was treated with antibiotics and the infection cleared and nothing from the system was removed. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.